Manufacturer narrative:
(B)(4).

Event description:
It was reported that no low audio on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient was found at 6:50 am having a seizure and raspy respirations. His mother provided him with glucagon, performed a fingerstick after the glucagon and the blood glucose (bg) was 66 mg/dl. Emergency medical services (ems) was called and the patient was transported to the hospital. At the time of the call, the patient was in the emergency department for evaluation. The patient received a chest x-ray, electrocardiogram (ECG) and a head CT (computed tomography scan). The physician suspects the patient may have aspirated during the seizure. The settings on the phones (primary and secondary) apps were checked, the low setting was 80 mg/dl and high was 200 mg/dl, neither phone was on vibrate or airplane mode. Data was evaluated and the allegation was confirmed. The patient did not receive an audio alert with volume as the always sound feature was disabled. The device functioned within specifications and patient settings. The probable cause could not be determined. No additional patient or event information is available.